Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's balloon did not inflate. There was no patient involved in the event.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection noted; the balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing, the balloon was inflated, no leaks detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.